Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of angina is listed in the xience sierra, everolimus eluting coronary stent system (eecss), electronic instructions for use, as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that on (B)(6) 2020 the patient presented with stenosis of coronary stent therefore, the 2.5x18mm xience sierra was implanted. On (B)(6) 2020 the patient was re-admitted due to unstable angina. It is unknown what treatment was performed and the final patient outcome is unknown. No additional information was provided.